Manufacturer narrative:
No review of the complaint device history records and no device evaluation were performed since the product identifier could not be obtained and the involved graft was not available for investigation. No conclusion can be drawn.

Event description:
The hospital reported that one of their doctors had a bad experience with an hemashield platinum graft and the patient had a postoperative complication of bleeding. They didn't know if the graft failed or if the patient was weak postoperative.